Manufacturer narrative:
The customer contacted olympus technical assistance support (tac), who provided remote troubleshooting for white balance error, followed by a lamp error. It was asked to confirm the exact error codes looking at the error logs, so corrective actions can be recommended. Unable to confirm if issue was resolved since there was not a call back. The customer informed tac of the event. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, and h11. A definitive root cause of the reported issue could not be determined since the device was not returned for evaluation, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a lost image and a black screen. The issue was found during a diagnostic colonoscopy procedure that was completed with the same device. There were no reports of patient harm.